Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, ten minutes into the procedure, the thread broke. The patient status was unknown.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection revealed that the suture had frayed and broken. As no sealed samples were returned, functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, ten minutes into the procedure, the thread broke. Replaced by a new device to complete the case. No patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.